Event description:
It was reported the patient experienced inadequate pain coverage despite increases in dose and medication. Diagnostic testing included examination/palpation on (B)(6) 2014. There was a reservoir volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 16 ml and erv: 3.4 ml. Diagnostic testing included fluoroscopy and the results of the testing found the catheter occluded on (B)(6) 2015. The etiology was the lumbar portion of the catheter. The event was related to the device or therapy, and not related to the implant procedure. The severity was considered ¿mild¿. A surgical revision to splice the catheter occurred on (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2015. The pump was used to infuse infumorph in (B)(6) 2014. Per logs provided the pump was later used to infuse hydromorphone.

Manufacturer narrative:
Concomitant products: product ID: 8785, lot# n524579, implanted: (B)(6) 2015, product type: accessory.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study confirmed the devices involved in the event. The first catheter occlusion revision surgery took place on (B)(6) 2015. The second catheter occlusion involved the catheter that was used to splice and resolve the first catheter occlusion. It was confirmed that the recommended 2nd revision has not yet taken place, as the patient requested to hold off on the surgery.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8785, lot# n524579, implanted: (B)(6) 2015, explanted: (B)(6) 2016.

Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr) indicated the device diagnosis was catheter kink and the programming date from the most recent refill prior to the event was (B)(6) 2015. The event was related to the device or therapy; specifically the lumbar/pump portion of the catheter and not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information received from an healthcare provider (hcp) reported , inadequate pain coverage and catheter occlusion at a refill/programming on (B)(6) 2014. On (B)(6) 2014, during a refill/reprogramming, the medication was changed to hydromorphone. On (B)(6) 2015, upon examination, it was noted that pump inversion occurred. On (B)(6) 2015, the pump was manually flipped back an refill was accomplished. The event resolved with sequela, the pump slipped in pocked and was also non-functional due to a probable catheter occlusion. The etiology regarding the inversion to the device or therapy was deemed related, although it was deemed "not related" with respect to the implant procedure. Also on (B)(6) 2015, examination revealed a pump reservoir residual volume discrepancy. The expected reservoir volume (erv) was 3.9 ml, and the actual reservoir volume (arv) was 17 ml; per "pi" pump was non-functional as the catheter was likely occluded. Surgical revision was recommended. According to the session data report examination on (B)(6) 2015, the pump was infusing hydromorphone (2 mg/ml) at 0.1151 mg/day via simple continuous infusion since the last change on (B)(6) 2015; patient assisted (pa) boluses were enabled at 0.2276 mg/day, 4 maximum activations per day. On (B)(6) 2015, the hydromorphone daily dose via simple continuous infusion was increased 20%, to 0.1381 mg/day; pa doses were increased to 0.2505 mg/day, 4 maximum activations per day. On (B)(6) 2015, examination revealed that the pump was nonfunctional, the catheter was likely occluded; surgical revision was again recommended, but the patient wanted to "hold off." Interventions included temporary prescribing of unspecified oral pain medications, as they were "holding off" on pump/catheter revision. The etiology regarding relationship of the event to the device or therapy was deemed related, although it was deemed "not related" with respect to the implant procedure. The device was specified as the lumbar/pump portion of the catheter (lot number "n524579"). Also on (B)(6) 2015, examination revealed that the pump had flipped in its pocket/pump inversion, pump had slipped in pocket, it was non-functional, and there was excess tissue at the location of the pocket. No intervention was made with respect to the findings, although surgical revision to move the pump and remove the excess tissue around the pocket and pump was recommended; the patient elected to "hold off" on surgery. The etiology regarding the relationship of the event to the device or therapy was deemed related, although it was deemed "not related" with respect to the implant procedure. On (B)(6) 2015, the previously prescribed unspecified oral pain medications were changed due to unspecified side effects.the events were characterized as ongoing. Additional information regarding confirmation of the catheter lot number, outcome, and status of the recommended surgical intervention was requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) via a post-market clinical study. It was reported that a volume discrepancy was identified on (B)(6) 2016; the pump was expected to contain 9.4ml but was found to contain 18.5ml. It was stated that the pump remained non-functional, and the patient was subsequently scheduled for a revision. The pump and posterior portion of the catheter were explanted and not replaced on (B)(6) 2016. It was indicated that the event had resolved without sequela that day.